Event description:
The tines broke off two (2) screws heads during implantation. The 42mm screw and was extracted; the 36mm screw is fully-seated and remains in pt with the locking mechanism removed. None of the broken tines remain in pt. The surgical procedure was delayed by 15 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.